Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous total protein (tpm) result generated by unicel dxc 800 pro synchron chemistry analyzer for one patient sample. The total protein result was lower than albumin result. The erroneous result was not reported out of the laboratory. There was no effect to the patient or to user.

Manufacturer narrative:
The customer observed the stirrer was not stirring. The customer cleaned the cup and replaced the stir bar. Because the issue was still not resolved, service was ordered. A bci field service engineer (fse) installed a new tp cup module, and the issue was resolved. The replaced module has been requested to be returned for investigation.